Event description:
Ous MDR - after an estimated implantation period of 5 months, elevated threshold values were reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects were reported. The implant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the ring electrode a2 and of the rv shock coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. During analysis, a stylet intended to be used with this lead could be inserted and advanced within the lead's lumen only with resistance. This was due to the presence of coagulated blood along the inner coil the lead, which was most likely introduced into the lead as a result of stylets used during the surgery. With regard to the issue mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, deformations of the ring electrode a2 and of the rv shock coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.